Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated in an email that the pump was not delivering insulin properly. The patient was contacted by phone and by email to further troubleshoot the issue. However, the patient has not contacted animas and at this time no further information about the issue is known. There was no reported patient impact associated with this complaint.